Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead was positioned, the catheter slit, and the lead tested successfully, but when all of the leads were connected to the device, the left ventricular lead threshold was high and fluoroscopy revealed the lead had pulled back. Manipulation dislodged the lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.